Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) had a missing connector on the trunk cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of electrode belt sn (B)(4) has been completed. Upon eval the connector on the trunk cable was missing. The root cause of the missing connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any problems with it.